Event description:
Atrial bipolar lead impedance warning on 27-apr-2021. Lead manufactured by biotronik. Case: (B)(4), sr (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).